Event description:
Account states hydraulics not working properly, no head up.

Manufacturer narrative:
Technician inspected hydraulic lines for leaks at connections, followed lines for head, and foot hilow for leaks and checked voltage on coil, all ok. Technician replaced hydraulic power unit to resolve.